Event description:
It was reported that the right ventricular (rv) lead helix would not extend easily during implant. The lead was attempted but not used and an alternative lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The analyst indicated that the helix would not retract. Visual summary analysis of the lead indicated damage at implant.